Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, on the sutured wound, after opening the suture package, it was found that the needle and the suture were not connected. It was replaced with another suture to resolve the issue. There was no patient injury.